Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2019, reiterating the issue of the migrated lead. The patient reported that the leads slipped down in his spin not long after the implantable neurostimulator (ins) was installed. The issue was discovered because he wasn't getting the pain relief with the ins as he was getting with the ens. So, the healthcare professional (hcp) found through an MRI that the lead had moved. The patient noted that the ins was helping more than it used to. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-nov-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient tried to put his device into MRI mode and noticed that the ins wouldn't charge. The patient last charged less than a year ago, but more than a month ago. The patient's reason for not charging was because the device wasn't controlling the pain anymore. The patient said an x-ray was taken and it found that the leads slipped down about 2 inches in his spine. The patient was told that if he wanted to fix it he would have to go through surgery, and if he did surgery, they would probably try to fuse the lumbar region of his back. The patient noted he still used the device for a while after he discovered the lead had slipped down, but then he stopped using it and stopped charging it. The patient could not communicate with the ins using an external device. No further complications were reported.